Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) to resolve the reported issue with energy activation error. The system was tested and verified as ready for use. Isi did receive the iesu associated with this complaint to perform failure analysis (fa). The iesu was analyzed and found to have error c-33 on start-up. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, there was repeated error c-33/c-00 on the integrated electrosurgical unit (iesu). The staff had tried to power cycle the generator with no change. The reporter explained the issue was ongoing. The site was completing the procedure as planned.